Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00340.

Event description:
This is 1 of 2 of the reports. A customer reported that the a2101 mayfield ultra base unit was not locking. There was no patient involvement and no delay in surgery.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit is beyond integra's 7 years recommended life cycle (manufactured in 2005). The shock cushion has moved forward impeding the path of the 6 inch transitional. This would not allow the handle to close properly. The evaluation showed that the unit was received with the shock cushion worn from routine use. The 6 inch transitional teeth were worn and needed to be replaced; adjustment wrench has worn threads. The reported complaint was confirmed from the evaluation.the observed condition was likely caused by wear and tear or improperly handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.